Manufacturer narrative:
All of the buttons functioned properly; however, a corroded keypad was found. There was no ramping numbers found on the display. The unit had cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was unknown. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.